Event description:
Customer called to report the insulin pump alarmed for motor error. The customer also mentioned the battery not lasting long enough and having been experiencing high blood glucose events. Blood glucose reading was 467 mg/dl. The customer had treated the high blood glucose with manual injection. Customer also mentioned a possible scratch or crack on the display screen of the insulin pump. The customer stated that he had often found the cannula on the infusion set to be bent upon removal. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).